Event description:
Customer reported the insulin pump was alarming and she was unable to clear the alarm. Customer blood glucose was 161 mg/dl. Customer stated the device seemed like it was frozen and she was unable to get to the main menu. Customer was advised to remove the battery to reset the device. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Blood glucose reminder feature functioned properly and the alert was displayed on the screen. No blood glucose reminder anomaly noted. Insulin pump communicated properly with test blood glucose meter. The blood glucose value on the meter was display on the screen. Insulin pump passed self-test. No unexpected frozen display anomaly noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.